Event description:
Allegedly, an incident occured in (B)(6), for lumbar spondylolisthesis, protrusion of lumbar intervertebral disc., and osteoporosis, the patient receive the surgery of posterior internal fixation for lumbar spine, and lumbar fusion on (B)(6) 2015. The bone void filler product was used during the surgery, afterwards, the patient experienced the allergic shock such as blood pressure, oxygen saturation, etc., then the patient experience secondary coagulation dysfunction, all these resulting in patients with multiple organ failure, and eventually death. Since the cases of illness was seal up for safekeeping in hospital, we have no detailed information, such as what other products was used during the surgery, so it cannot be determined if the death was caused by the bone void filler product.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.